Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported updates they gathered after seeing the patient last week. The rep indicated that the patient said that since they were based in qatar, they did not experience this data lost message and will try to follow the instructions sent by the engineers to manually change the time zone when they travel next time. Patient will update us if the error message appears again. The patient programed their device by themselves as instructed by the reps in germany when the data lost happened last time. Patient was not getting any benefit from current programs. Reprogramming done for the patient and they were given four programs to try and will keep following up with the hospital. As per patient's treating doctor in (B)(6) qatar, they need to do a sphincteroplasty surgery to have the best result from the snm.

Manufacturer narrative:
Product ID 978a128, lot# unknown, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The ins was returned for analysis.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that there was a problem with the device. They stated that the implantable neurostimulator (ins) was automatically deleting itself from all programming. The patient currently lives in qatar and whenever they flew, the ins would reset. A connection to the ins could not be established with the smart programmer. They changed the smart programmer and reprogrammed the device, but after the flight back to qatar, the ins switched off again. It was recommended patient gets device checked when they were back in germany, and advice will be given then. Appointment scheduled for (B)(6) 2023.

Manufacturer narrative:
Country (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that there was a problem with the device. They stated that the implantable neurostimulator (ins) was automatically deleting itself from all programming. The patient currently lives in qatar and whenever they flew, the ins would reset. A connection to the ins could not be established with the smart programmer. They changed the smart programmer and reprogrammed the device, but after the flight back to qatar, the ins switched off again. It was recommended patient gets device checked when they were back in germany, and advice will be given then. Appointment scheduled for (B)(6) 2023. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a data lost message. No additional information was received and it is unknown if troubleshooting was attempted. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient received interstim micro implant in berlin/germany in on (B)(6) 2023. After that they had several occasions when the device turned off, and they couldn¿t connect with the handset and the following error message appeared on the screen (data lost, contact your healthcare provider). Patient checked with a representative in germany, and they did reprogram the ipg, but the same issue happened twice again. The reps in germany replaced both the handset and communication device, which didn¿t help and the same issue happened one more time. The patient stated that the first three times happened after travelling but the fourth time happened during regular use. The issue was not resolved at the time of this report. Additional information was received. The manufacturer representative (rep) reported patient is still receiving therapy after the rep rogramming. Patient was not exposed to strong emi when this message appeared. The message has appeared four times for the patient; for the first three incidents it was happening after travel, and the fourth time was during regular daily use. The patient has had this issue since they were in germany and the implantable neurostimulator (ins) was reprogrammed every time after the incidents. They also changed for patient the handset and the communicator, and this is did not solve the problem. The patient did confirm that they were able to recharge the device while the issue was existing. It was noted that there might be a possibility that this difference in daylight savings between time zones. The patient was implanted in germany, however as far as understood the patient was now living in the middle-east. The cause was still unknown. Issue not resolved yet. Additional information was received. The manufacturer representative (rep) reported that they checked with the patient if the device data is lost now to do for patient the needed programming, the patient replied that the team in germany taught them how to reprogram patient ins for the previous settings. They are waiting for your recommendation to be able to solve the issue for the patient permanently. Patient's indication for use was mainly fecal incontinence, but patient has some urological symptoms too. Additional information was received. The manufacturer representative (rep) and healthcare professional (hcp) reported that after implantation in 7/23 good function, no more faecal incontinence, very good quality of life. Then ipg failed for the first time 2 months after surgery (09/23), after error message, then phone call was made to rep. The ins was reprogrammed again under guidance, after that it worked again. After that, 2 times failure, possibly in temporal connection with flies, reprogrammed again itself, but now the system no longer works. System only to be felt when switching on and off and about 2x/ month sporadically. Symptoms of faecal incontinence again as present as before implantation. Patient was advised ins would need to be replaced. Additional information was received. The patient currently now living in qatar. The time zones patient traveled to when they received the message were gmt+3 to gmt+2 and gmt+3 to gmt+1.

Manufacturer narrative:
B3: date of event estimate d6a: implant date estimate b5 has been updated to include information previously captured in MFR report# 2182207-2023-02699 and MFR report# 3004209178-2023-24809 as it was determined that this information pertains to this report instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). They reported that the patient will continue to be treated in country they currently reside in. There, the patient was invited to review and, if necessary, further steps. Patient is currently being treated further at their place of residence. Therefore, it cannot yet be said exactly if and when there will be a possible replacement of the implant.

Manufacturer narrative:
Product analysis 97810: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978a128 lot# serial# unknown implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.